Manufacturer narrative:
The insulin pump had a loose and protruded drive support disk, a broken reservoir tube lip, missing end cap sticker, cracked case near the display window corners, cracked display window, completely cracked end cap, and a severely scratched display window. The displacement test could not be performed due to the completely cracked end cap.

Event description:
The customer reported via telephone call that the insulin pump was broken. The drive support became loose. The blood glucose reading was 120 mg/dl. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.